Manufacturer narrative:
The suspect device will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the ezdilate balloon dilator burst during an esophagogastroduodenoscopy. The balloon was retrieved, and the procedure was completed without delay using a similar device. There was a small pinhole leak from the balloon, but no pieces were missing. There was no further impact to the patient and no additional medical intervention was needed. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A physical device inspection was not performed because the device was not returned for evaluation. This investigation is still ongoing to determine the root cause of the failure. Olympus will continue to monitor field performance for this device.